Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The customer indicated the sample was checked for clots, hemolysis, icterus and lipemia and no issues were observed. The customer also indicated that quality controls recovered within expected ranges on the day of the event and that there were no error messages on the sysmex cs-5100 system. Siemens determined that a pre-analytical issue (specific sample characteristics, blood collection, transportation, sample processing/handling in the laboratory) potentially contributed to the discordant, falsely elevated pt inr results. Siemens was previously dispatched to the customer's site to evaluate and discuss pre-analytical conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated prothrombin time (pt) and pt international normalized ratio (inr) results were obtained on a patient sample using the dade innovin reagent on the sysmex cs-5100 system. Additionally, discordant, falsely low pt % results were obtained on the same sample, using the same reagent. The sample was rerun in extended time, using the same reagent, resulting in another discordant pt inr result. None of these results were reported to the physician(s). The sample was rerun using the same reagent and an alternate thromborel s reagent, in duplicate, resulting in lower pt and pt inr results and higher pt % results. The final pt inr result, obtained using the dade innovin reagent, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated pt and pt inr results and discordant, falsely low pt % results.